Manufacturer narrative:
The olympus field service engineer investigated the device onsite. The correct lamp was installed in the clv-190. The heat sink compound was on the lamp and the fan was operating correctly. The field service engineer cycled the power numerous times but could not duplicate the failure. No problem could be detected. This event is still under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the main lamp of the evis exera iii xenon light source does not always turn on. No patient involvement was reported for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the inability to reproduce the issue, the probable cause is likely the xenon lamp failed to turn on and the emergency light turned on due to a temporary accidental failure of the xenon lamp or igniter.